Manufacturer narrative:
The pump was not explanted and was therefore not available for evaluation. The reported low flow alarms were confirmed through the evaluation of the submitted system controller log file; however, a specific cause for the low flow events could not be conclusively determined through this evaluation. The submitted log file contained showed two transient low flow hazard alarms were captured at (B)(6) 2017 19:08 and (B)(6) 2017 19:10 when the estimated flow was calculated at 2.4 lpm. The fixed pump speed was decreased from 9000 rpm to 8800 rpm at timestamp (B)(6) 2017 19:12, after which the low flow alarms resolved. The pump speed remained above the low speed limit for the duration of the log file while the driveline was connected to the system controller. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). The pump is not expected to be returned for evaluation. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. Post-implant the patient experienced right ventricular failure with unspecified clinical symptoms. It was reported that on (B)(6) 2017 the lvad system produced a red heart/low flow alarm at approximately 19:10. The patient reportedly experienced a brief loss of consciousness. Two nurses auscultated the patient's chest at the time and reported that the pump hum was absent. A system controller exchange was performed per physician¿s instruction to rule out an equipment related cause. After the system controller exchange, the lvad system continued to produced further low flow alarms and the pump hum was present. The vad coordinator assessment did not show any indication that the lvad had stopped or that any pump speed drops occurred. She reported that there appeared to have been two sudden low flow alarms mediated by the patient¿s right ventricular failure. The system controller log files were submitted to the manufacturer for analysis by a technical services representative. The log filed captured two transient low flow alarms on (B)(6) 2017 at approximately 19:18 where the pump estimated flow dropped below the 2.5 lpm threshold. The remainder of the file was unremarkable. The patient subsequently expired on (B)(6) 2017 with the cause of death noted to be non-ischemic cardiomyopathy with severe end-stage heart failure and cardiogenic shock. The clinician reported that the expiration was not lvad related.

Event description:
The patient was on preoperative antibiotics because of probable pulmonary congestion and these were continued. On postoperative day 12 after the patient had been out of bed and ambulating 150 feet with all incisions healing well, the patient developed fever and white count increased. Blood cultures were positive for candida species and was treated with the appropriate antibiotics and followed by the infectious disease team. After the fungal septicemia, the patient developed acute renal failure and had a dialysis catheter and was placed on renal replacement therapy with continuous veno-venous hemofiltration (cvvh). The patient had a subsequent apneic spell and was intubated for approximately 3-4 days and then extubated. Blood culture was cleared of candida species; however, the patient continued to have renal failure after the cvvh was discontinued. An initial echocardiogram approximately 8 days after surgery showed good right ventricular (rv) function and good placement of the lvad pump cannula. However, a second echocardiogram on (B)(6) 2016 showed diminished rv filling from a moderate-to-large pericardial effusion. The patient was in renal failure without signs of reversing, was still immobile out of bed due to weakness, deconditioning and malnutrition. A subxiphoid pericardial window was discussed; however, the patient's family denied declined the procedure, and felt the patient would not want to continue further intensive care support in this situation. The patient was placed dnr, comfort measures were initiated. Early morning of (B)(6) 2017, the patient had deterioration in vital signs, the lvad pump was manually stopped, no signs of respiration were present, and there was no pulse or electrocardiogram (EKG) activity, and the patient expired.